Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after deployment, the clip opened. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was deployed, reducing the mr to 1; however, after deployment the clip opened. Another clip was implanted lateral to stabilize the first clip and reduce the mr. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported clip opened while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.